Event description:
It was reported that the pump touch screen shattered and unreadable due to a blank screen; cause was unknown. There was no reported impact to csutomer's blood glucose. No addtional patient or event infomration was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.